Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the no-breath alarm is not working.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that no problems were found. The original complaint issue of the no breath alarm not activating was not able to be duplicated. Therefore, this is no longer an FDA reportable event.

Event description:
Dealer states, the no-breath alarm is not working.